Event description:
It was reported that the electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) system revealed over-sensed right ventricular (rv) lead noise with greater than two seconds of pacing inhibition. Additionally, the patient's ejection fraction had normalized, and the physician may consider downgrading the implanted system. At this time, rv sensitivity was raised to 1.5mv, bi-ventricular (biv) pacing was programmed on, and noise response was on as well. Technical services (ts) reviewed programming considerations, troubleshooting options, and possible concerns. This crt-d system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).